Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had critical pump error. The blood glucose was 116 mg/dl at the time of the incident. Customer reported that, they received a critical pump error image on the pump screen. The device will not be returned for analysis.